Manufacturer narrative:
Follow-up submitted with evaluation results which determined the fluid ingress appeared to come through the zipper. This can occur when the zipper flap on the top cover is not positioned correctly to prevent fluid from contacting the zipper. There were no signs of cover damage or product malfunction. Mattress was replaced.

Event description:
It was reported that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.